Manufacturer narrative:
The investigation into the reported "aic - purge issue - other" has been completed. Product was returned for investigation. The console was tested after arriving in fs. The purge flag was confirmed to be missing. Data analysis indicates that ic7896 tried to start case wizard on november 10th but was unable to detect the purge disc repeatedly. This confirms the complaint because, if the purge disc could not be detected, then the case wizard could not go from step 2 to step 3 and therefore priming could not start. The root cause of the issue was determined to be a missing purge flag.

Event description:
The complainant reported that the automated impella controller (aic) did not complete priming. The purge cassette was installed during priming, however the priming did not start. The purge cassette was replaced twice and it was unsuccessful. The aic was replaced successfully.